Event description:
It was reported that the patient stated that "the last time they had an arrhythmia they were shocked multiple times without resolution of the arrhythmia". The patient continues to have chronic ventricular tachycardia (vt). The device remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.